Event description:
The report received from the affiliate states that approximately six months post palmaz stent placement, the stent was found to be fractured. The patient is a (B)(6) male. The patient's right subclavian artery was treated with a 8x24mm palmaz genesis stent on (B)(6)2011. After the procedure, the patient's right shoulder was in pain. On (B)(6) 2012, the patient did follow up with his physician and they found the stent was fractured. So far no further treatment was performed.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The cc has been updated to reflect device history review (DHR) as lot number has been provided. The report received from the affiliate states that approximately six months post palmaz stent placement, the stent was found to be fractured. The patient's right subclavian artery was treated with a 8x24 mm palmaz genesis stent on (B)(6), 2011. After the procedure, the patient's right shoulder was in pain. On (B)(6) 2012, the patient did follow up with his physician and the stent was found to be fractured. So far no further treatment was performed. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Stent fractures are well-known potential complications of this type of procedure and are listed in the IFU as such. The subclavian vessels are prone to and undergo biomechanical forces such as flexion during movement. Also, the vessels may be compressed by external structures, including the clavicle and first rib. This may lead to restenosis or thrombosis, also well-known potential complications of this type of procedure. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event.

Manufacturer narrative:
The report received from the affiliate states that approximately six months post palmaz stent placement, the stent was found to be fractured. The patient's right subclavian artery was treated with a 8x24 mm palmaz genesis stent on (B)(6) 2011. After the procedure, the patient's right shoulder was in pain. On (B)(6) 2012, the patient did follow up with his physician and the stent was found to be fractured. So far no further treatment was performed. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Stent fractures are well-known potential complications of this type of procedure and are listed in the IFU as such. The subclavian vessels are prone to and undergo biomechanical forces such as flexion during movement. Also, the vessels may be compressed by external structures, including the clavicle and first rib. This may lead to restenosis or thrombosis, also well-known potential complications of this type of procedure. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event.